Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a flexible ureteroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber connector overheated. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of fiber connector overheats.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 4.0 mm and appeared unused. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam that exited at the distal end of the device was clear, round and weak. Effective transmission measured 35.4% indicating that the fiber was broken within the connector. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a flexible ureteroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber connector overheated. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.